Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that volume test out of range cannot be confirmed through volume accuracy test. Unit passed multiple times with a volume of 20ml. Performed pvt, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was programmed to deliver 20 ml, with an expected tolerance range of 18.8 ml to 21.2 ml. The actual measured volume was 17.6 ml, which is outside the acceptable range, and the pump failed the volume test. There was no patient involvement.